Manufacturer narrative:
This report is submitted to FDA in accord with applicable regulations. (B)(4). Upon completion of the investigation, the event is confirmed. The sample was visually inspected and leak tested. A leak was noted from the large blue luer cap at approximately 650 mmhg. The cap was then loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 1000 mmhg. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted at approximately 690 mmhg. The cap was loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 320 mmhg. Upon evaluation of the returned and retention samples, the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup a leakage from shunt sensor was observed. No patient involvement. Product was changed out. Procedure was completed successfully.